Event description:
It was reported that during a sigmoid resection procedure, the device head could not be connected. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.